Event description:
It was reported that difficulty removal occurred. The target lesion was located in left subclavian artery. A 9.0x30x135cm express ld vascular stent was successfully deployed and implanted. However, the balloon was difficult to withdraw. Eventually, after repeated attempts, it was removed smoothly. There were no patient complications reported.